Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose levels were in the 200's mg/dl range. Multiple infusion set site changes were performed to address the occlusions. Reportedly, the customer reverted to manual injections for insulin therapy.